Event description:
A surgeon reported that following implantation of an intraocular lens (iol), it was noted that the leading haptic folded under the lens causing it to decenter. The iol was explanted and replaced with a different model. Additional info has been requested.

Event description:
A surgeon provided the following add'l info. Visual acuity prior to the event was 20/70 (02/2001) and visual acuity after the event was 20/30 (03/2001).